Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in canada. As reported, one year post implant of a 20mm sapien 3 valve, in aortic position by transfemoral approach, the valve was explanted due to symptomatic severe aortic paravalvular insufficiency (pvl). A 21mm edwards surgical valve was successfully implanted. The sapien 3 failed because of poor patient selection and an inadequate amount of calcium in the aortic annulus.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of paravalvular leak was unable to be confirmed due to unavailability of the medical record/relevant imagery. A review of the device history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, ''approximately one year post-implant, valve was explanted and a 21mm edwards surgical valve was implanted in replacement. The patient had symptomatic severe aortic insufficiency, pvl. The sapien 3 failed because of poor patient selection, inadequate amount of calcium in the aortic annulus''. In this case, it could be the combination of inadequate of calcification on native annulus, and cardiac remodeling over time resulting in paravalvular leak. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness, and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. As such, available information suggests that patient factors (inadequate calcification, cardiac remodeling) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.